Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting beep tones. Additional information was received that this ICD has reached elective replacement indicator and was explanted. An allegation of premature battery depletion had been made. No adverse patient symptoms were reported.